Event description:
It was reported that the patient had multiple low voltage and power cable disconnect alarms while sleeping on their mobile power unit (mpu). Technical services confirmed these alarms occurred between 10:20 am and 10:30 am on (B)(6) 2022. The patient plugged their mpu into multiple outlets in their home, but the alarms persisted. There were also no reports of power loss to the home. The patient remained asymptomatic throughout the alarms.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect/low voltage hazard alarms was confirmed via the provided log file. The log file contained data spanning approximately 1 day (01feb2022 ¿ 02feb2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Throughout the data recorded on 02feb2022, several power cable disconnect/low voltage hazard alarms were intermittently observed while the mpu was in use. The alarms appeared to have been caused by the rsoc within both power lines dropping below the alarm thresholds, and each event appeared to have resolved within a few seconds of activation. The system¿s overall (bus) voltage appeared to have been unaffected during these events. No other notable events were observed. The mpu (serial number (B)(6)) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect and low voltage conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.